Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify possible under delivery anomalies due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 349 mg/dl at time of incident treated with manual injection. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleges insulin pump was under delivering because manual injection brings their blood glucose down. Customer reported that they had issues with the battery. Customer reported that the drive support cap appears normal. Customer reported that the present of air bubble along the tubing length and approximate size of air bubbles was small like soda bubbles. Customer reported that the insulin exited at the quick release. The insulin pump will be returned for analysis.